Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that the high impedance was believed to be related to the patient being in a car accident. The neurologist reported that x-rays did not identify a lead break. X-rays will not be returned to manufacturer for analysis. The patient was referred for surgery. It was reported that pre-operative diagnostics resulted in high impedance (dc dc code - 7). It was reported that the device was not programmed off after observing the high impedance. In the operating room, the surgeon connected a new generator to the existing lead. Device diagnostics resulted in high impedance (>10,000ohms). The surgeon then reinserted the lead pin into the generator header two times and repeat diagnostics again resulted in high impedance (>10,000 ohms). The surgeon then replaced the lead and device diagnostics were within normal limits. It was reported that the surgeon requested that the device be left programmed off after surgery. It was reported that the explanted devices were sent to pathology and would be returned to device manufacturer when released from that department. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.